Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited loss of capture with asystole of approximately 2.5 seconds. Programming and troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that the device was reprogrammed due to the loss of rv capture. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional medical intervention performed.